Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. The reported failure was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
During a da vinci-assisted myomectomy surgical procedure, it was reported that the surgeon noticed the permanent cautery spatula (pcs) was "out of control". Upon inspection, the instrument had a broken wire. The defective instrument was replaced with a backup instrument of the same kind. There was no report(s) of fragment falling into the patient. The procedure was completed with no reported patient harm or injury.